Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead migrated following trauma to the patient. As a result, surgical intervention occurred during which the lead was explanted. During the surgery, the replacement lead could not be placed in patient as documented on related manufacturer reference 1627487-2020-03224. During the surgery, the ipg was explanted as documented on related manufacturer reference 1627487-2020-03225.